Manufacturer narrative:
(B)(4). Date sent: 9/10/2020. D4: batch # u5cc2k. Device analysis: the analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following, "caution: ensure that the tissue lies flat between the forks. Any 'bunching' of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range." The event described could not be confirmed as the device performed without any difficulties.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colostomy closure, fired the tlc75, opened the device, there were an abnormal number of staples that did not go into the tissue. She oversewed the staple line to ensure no leak to complete case. No patient complications.